Manufacturer narrative:
Attempts to obtain additional information were not successful. Our records indicate that the s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock and went to the hospital. Interrogation revealed that the patient had a ventricular tachycardia (vt) and the delivered shock converted the arrhythmia. The shock impedance measurement for the delivered shock was in normal range. Further review of the device memory found additional untreated episodes recorded due to oversensing of the baseline having a wave-like appearance. Boston scientific technical services (ts) was contacted and a ts consultant discussed that the issue could be either due to air bubbles around the device header or a possible underinsertion. It was suggested to obtain x-rays with some up close shots around the device header to assess for air bubbles and the connection. No adverse patient effects were reported.